Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 21049375, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the one of the leads had several high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were not returned.